Event description:
It was reported "(B)(6) 2025 the doctor performed subclavian vein puncture at the bedside. The puncture procedure was smooth, but the placement of the catheter was uneventful. After the catheter was placed in the position, the guidewire needed to be withdrawn, and it was difficult to withdraw the guidewire, with great resistance, and the guidewire was stretched and deformed, making it impossible to be used." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "(B)(6) 2025 the doctor performed subclavian vein puncture at the bedside. The puncture procedure was smooth, but the placement of the catheter was uneventful. After the catheter was placed in the position, the guidewire needed to be withdrawn, and it was difficult to withdraw the guidewire, with great resistance, and the guidewire was stretched and deformed, making it impossible to be used." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.